Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The lens was removed and replaced without any pt incident.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that part of the optic had been torn off and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.